Event description:
It was reported that a remote transmission showed episodes of far field r-wave (ffrw) oversensing on the atrial channel and a sudden onset of oversensing on both the atrial and ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6947-58 lead implanted: (B)(6) 2002. (B)(4).